Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pump infused a 24 hour infusion, an hour ealier.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A used sample was provided for evaluation. When the unit was evaluated, the reported issue was unable to be confirmed. Technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. The delivery accuracy was tested and met specifications of expected accuracy. A preventive maintenance was performed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.